Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer reported that he received a button error alarm. The customer stated that the buttons were unresponsive and only number were on the screen. The customer's blood glucose was over 450 mg/dl at the time of the incident. The customer's blood glucose was 178 mg/dl at the time of call. The customer's blood glucose was 455 mg/dl at the time of hospitalization. The customer stated that the high blood glucose was treated at the hospitalization with manual injections. The customer stated that the insulin pump was removed before going to the hospital. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump had intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.